Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultra2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014 at 2:00 pm, the patient obtained the blood glucose reading of 345 mg/dl on the reported meter. The patient also tested his blood glucose level using another meter and obtained a reading lower than this result, however he was unable to provide that specific reading. Two hours afterwards, the patient experienced the symptom of shaking. The patient administered self-treatment by consuming food and/or a drink; he did not seek any emergency medical attention. Troubleshooting revealed the patient¿s testing technique was correct, and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated result on the reported meter, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (10/28/2014), the patient¿s meter has been returned on 10/11/2014 and evaluated by lifescan product analysis on 10/16/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.